Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 05 and alarm 06 occurred. Reportedly, the customer had followed the prompts during the load sequence. A supply change was performed resolving the issues. It was reported that the customer experienced a low blood glucose (bg) level ranging from less than 42 to 220 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.